Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the root cause of the reported loosening and metallosis cannot be confirmed. Without complete supporting medical documents and analysis of the explanted device, a thorough investigation cannot be performed. Based solely on the revision operative report, it is not possible to determine or confirm proper positioning of the implant or whether the patient had any underlying comorbidities, which may have been a contributing factor to the reported loosening and revision. Therefore, it cannot be concluded that the revision was due to a mal-performance of the implant. No further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include surgical technique, osteolysis or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
It was reported that a revision surgery was performed due to loosening of stem with osteolysis at the femur and acetabulum, and recurrent dislocations.